Event description:
It was reported the patient's device was surgically repositioned due to flipping of the device. It was stated the patient had gained weight after being implanted, going from (B)(6) to (B)(6). A transient loss of stimulation had occurred. The patient had also had difficulties recharging the device. An abdominal ultrasound was performed on (B)(6) 2011, and x-rays were performed on (B)(6) 2011 and (B)(6) 2011, showing dislocation of the ipg. The patient outcome was reported as "resolved without sequela" on (B)(6) 2011.

Event description:
Additional information reported the event resolved with sequelae. The sequelae was noted as increased weight.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the outcome was "ongoing with no further actions needed". It was noted that this was related to the device, but not related to the procedure. It was not due to programming. It was noted that the therapy was discontinued due to "normal completion per protocol or study closed" on (B)(6) 2011.

Manufacturer narrative:
(B)(4).